Event description:
It was reported that during the implant attempt of two leads the helix jumped out and the leads had high impedances. They were not possible to properly connect. The leads were removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.